Event description:
The physician was performing a papillotomy with a needle knife papillotome on a 64-year-old female patient with unknown medical conditions. It was reported that a portion of the needle knife detached inside the patient's duodenum. The instructions caution "the needle knife must fully exit the duodenoscope. When applying current, contact of the cutting wire with the endoscope may cause grounding which can result in patient injury, operator, injury, a broken needle knife, and/or damage to the endoscope. Maintianing the needle knife in one position may cause excessive focal coagulation, charring of the tissue and/or breakage of the needle knife." The needle knife was retrieved with forceps and the papillotomy was completed successfully using another needle knife papillotomy. The patient is reported to be in satisfactory condition and no further complications occurred.